Manufacturer narrative:
During the quality investigation, overheating was not duplicated. However, further investigation revealed a damaged rotor, core drive shaft and other component parts. These parts and the bearings were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repairs for overheating during a wisdom tooth extraction. No adverse consequences were associated with the event. The procedure was successfully completed with another device.